Event description:
Customer reported that the insulin pump was showing a bolus stopped message. Blood glucose value was 113 mg/dl. During troubleshoot; customer stated the battery cap is not loose and the device was not bumped or dropped. Customer delivered another insulin bolus and the insulin pump alarmed no delivery. Troubleshooting for no delivery alarm was performed later that day. Blood glucose value is 497 mg/dl. Customer stated that she is able to rewind and perform the fixed prime. Customer removed the infusion set and stated the cannula was bent. Customer assisted in inserting a new infusion set. Customer was able to deliver a new insulin bolus. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.